Manufacturer narrative:
No medwatch form was received. External insulation abrasion was found at 12.7-13.2cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasions were found at 10.8-11.5cm and 44.8-45.3cm from the electrode tip. The etfe coating was intact at these abrasion locations.

Event description:
It was reported that the lead was explanted and replaced due to a sensing anomaly.